Event description:
A 56 year old white female g5p5 status post subglandular inframammary mcghan gels for augmentation on 7/29/80. Pt had closed capsulectomy 1 yr later plus 2 other self-induced closed capsulectomies. Pt sensitive to cold, easy burning sensation, local pain, systemic complaints of arthralgias/ myalgias. Patient otherwise healthy except history of right modified mastectomy in 88. Mammogram on 5/12/93 within normal limits. On x-ray positive bilateral iii contractures with right greater than the left. Surgery on 10/13/93 positive right marked bleed with clouding thin capsules.